Event description:
It was reported that the patient experienced a low blood glucose event after announcing a normal lunch on the device and then not eating, which led to hypoglycemia managed by oral glucose and subsequent blood glucose monitoring back to range. Symptoms included hypoglycemia. Outcomes included temporary interference with daily activities that resolved after treatment. Investigation included device use history review, user technique review, and clinical troubleshooting and education regarding meal announcements and prompt carbohydrate intake. Investigation of this case revealed user-related use error associated with announcing a meal without consuming food. It was concluded that the device functioned as designed and that the event resulted from user handling with no device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.